Manufacturer narrative:
The device date of manufacture was changed from 06/01/2005 to 09/01/2008.

Manufacturer narrative:
On 9/25/2015 the field service engineer (fse) found wear on the middle section of the bsv (blood sampling valve). The fse replaced the bsv and controls passed within specification. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that the rbc's (red blood cell parameter) are trending low on the lh500 instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.

Manufacturer narrative:
The device date of manufacture was changed from 06/01/2004 to 09/01/2008.